Event description:
Bumetanide infusion bag (25 mg/100 ml) was replaced with a new bag on 2/11 at 0048, running at a dose of 1 mg/hour or rate of 4 ml/hour. It was replaced again less than 10 hours later, at 1027 the same morning, when the bag should have lasted 25 hours, due to the malfunctioning of the baxter pump causing overinfusion. Potassium level at 0254 was 2.9, repleted with 80 meq of potassium. At 1032, the potassium level was still low at 2.8, and then repleted with 100 meq of potassium. Although hypokalemia is a common side effect of loop diuretic infusion, the persistent hypokalemia despite repletion could have been due to the overinfusion of the bumetanide infusion. Can reference (B)(4).